Manufacturer narrative:
No lot number was available upon submitting the complaint to crosstex. Suspect product was available but has not been forwarded after several requests. Due to the lack of availability of product, and in an effort to close this complaint within the acceptable time frame, the investigation will be limited to a two year complaint history review. On january 25th, 2019 a two year complaint history was conducted. Review shows that there are no confirmed complaints for this failure mode. This issue has been logged into the crosstex customer complaint system and will be monitored for recurrence. Since no product or lot number is available for investigation, no further actions can be taken and no corrective actions can be proposed at this time. Should you experience additional complaints in relation to this failure mode, or should a lot number or product become available, please do not hesitate to contact crosstex for immediate resolution. Note: a retrospective review of potential serious injury complaints was performed. This MDR was identified as a reportable malfunction as a result and filed as part of the review activities. The complained product was not returned and the batch # was not provided. Due to the time frame, it was reasonable to assume that the product fell within the scope.

Event description:
It was reported there was an issue with the orange locks. The reporter indicated that the indicators on the locks and filters are not discoloring as they should. No delay in surgery. No serious injury or death. No additional intervention required